Manufacturer narrative:
The device and data logs were returned for evaluation. The data logs showed that although the pump was primed outside of the body for a long time, the purge pressure was high from the start. The logs confirmed that suddenly the purge pressure "improved" at the end of the case, but what was thought to be a fix was likely damage caused by excess pressure applied from a manual syringe. The motor current began to rise after the drop in purge pressure. The pump was confirmed to have blood ingress which was the root cause of the pump stop.

Manufacturer narrative:
The impella 5.5 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old black or african american male patient had impella 5.5 pump inserted in the right axillary without issues. The pump stopped during support so another pump was inserted.